Event description:
It was reported via phone call that the customer experienced high blood glucose. The caller reported they were unable to lower the customer's blood glucose. It was found the customer's blood glucose was above 600 mg/dl. It was found the battery cap broke around the battery compartment, causing the customer's high blood glucose. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.